Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 28/45 kit w/slot. The customer states the catheter was implanted on (B)(6) 2013. On (B)(6) 2013, during a treatment, the doctor found the catheter extension is broken and there was blood leakage. The break was found 1 cm below the underwing, and couldn't be repaired. The catheter was pulled. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.